Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion as this device was implanted on (B)(6) 2016 and at the most recent follow-up there were eight months remaining. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information confirmed that this device has been explanted and is no longer in service. No further adverse patient effects were reported. This device has been received at boston scientific. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion and a request was made to have data from this device analyzed. This device was implanted in (B)(6) 2016 and at the most recent follow up there were eight months remaining. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device has since been explanted and is no longer in service. No further adverse patient effects were reported. This device is expected for return and analysis. Should this device be returned, the results of this investigation will be provided in the final report. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.